Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leakage at site events. No further information available.